Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the "low battery" message appeared for the analyzer module of the programmer. The battery was replaced; however, the message still appeared. The module will be returned and a new module will be ordered. There was no patient involvement.